Manufacturer narrative:
Radiographic image review: post-op x-rays for c4-7 acdf show back-out of one of the c7 screws. By report both screws loosened. In this x-ray only one is visible so it may be after one had already been removed. There is a lucency between c6-7 and so fusion status may be addressed with a CT, but is a likely explanation for the hardware failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient demographics: initials- (B)(6), gender- male, implant date: (B)(6)2014, explant date: (B)(6) 2014(one screw). It was reported that on (B)(6) 2014, the patient underwent "an anterior cervical diskectomy with interbody arthrodesis c4-5, c5-6 and c6-7 with the use of structural allograft and use of anterior cervical plate fixation". On or about (B)(6), 2014, "a second surgery was performed on the patient due to the potential loosening of the cervical screw. At that time, it was noticed that the right c7 anterior cervical screw was noted to be backed out approximately 4 to 5 millimeters and was removed and the screw hole was filled." "Subsequently, on or about (B)(6), 2015, it was noted that the left sided surgical screw at c7 was also anteriorly displaced approximately 8 millimeters. An additional surgery has not been scheduled to remove that screw at the present time. The patient has sustained pain and suffering has had to endure additional surgeries, and has a failed screw in his body causing him great anxiety and concern." Update received on 20 nov 2017 patient demographics: initials: (B)(6), dob: (B)(6)1947, weight- 93.3 kg, (B)(6) 2014: patient underwent x-ray cervical ap/lat. Impression: anterior fusion at c4-7. Proud appearance of a c7 anterior screw. (B)(6) 2016: patient underwent x-ray of cervical region ap/lat views. Impression: anterior plate and screw fusion of c4 through c6. Corpectomy and bone graft from c4 through c6 with signs of early osseous fusion. One of the c7 screws has back out approx. 7mm from the plate. (B)(6)2014, (B)(6) 2015: patient underwent frontal and lateral views of the cervical spine. Impression: anterior displacement of the remaining c7 fixation screw. Updated information received on (B)(6)2021: medications: amlodipine (norvasc), lisinopril-hydrochlorothiazide (prinzide, zestoretic), potassium chloride ER (k-dur, klor-con), a llopurinol (zyloprim), prednisone (deltasone), morphine sr (ms contin, oramorph sr), abiraterone, pyridoxine-chromium picolinate, b complex-folic acid, otc nutritional supplement mecobalamin, vitamin b12, bicalutamide (casodex), oxycodone ir (oxyir), tadalafil (cialis), proair hfa 90 mcg/actuation inhaler, lisinopril-hydrochlorothiazide (prinzide, zestoretic), fluticasone-salmeterol (advair), fluticasone (flonase), tramadol (ultram), cefazolin, polymyxin bisulfate, bupivacaine, sodium chloride 0.9 % injection, fentanyl, midazolam, propofol, lidocaine, ondansetron hcl, tranexamic acid, dexamethasone 4 mg/ml injection, lactated ringers infusion, tranexamic acid, oxycodone-acetaminophe, meperidine, valium, colace, colchicine. History/comorbidities: asthma, bph (benign prostatic hypertrophy) with urinary obstruction, cataract, cervical spondylosis without myelopathy, esophageal reflux, essential hypertension, gout, unspecified, neck pain, unspecified hyperlipidemia, prostate cancer (hcc), rectal bleeding, renal stones, secondary malignant neoplasm of bone marrow (hcc), spinal stenosis, lumbar region with neurogenic claudication, ureteral stone, atrial fibrillation, chronic obstructive pulmonary disease (copd) (hcc), chronic renal insufficiency, congestive heart failure (hcc), coronary artery disease, depression, diabetes (hcc, epilepsy (hcc), hypothyroidism, obstructive sleep apnea, steroid long-term use, stroke (hcc), substance abuse (hcc). Past surgical history: remove tonsils/adenoids, prostate bx done, ruptured disc no fusion, laminectomy, colonoscopy, c4-7 acdf 2014, cervical screw removal 2014 , l4,5 laminectomy 2012, it was reported that on (B)(6) 2010: patient had xr fingers pa/lat/obl rt. Impression: 1. Findings around pip joint of right little finger suggestive of arthritis related to gout are again noted with marked overlying soft tissue prominence, similar to previous exam. Flexion is noted at pip joint, similar to previous exam.2. There is suggestion of a new small periarticular bone erosion at pip joint of right little finger. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient had xr hand pa/lat bil. Impression: erosions of gout at the pip of the right small finger and probably both the second and fifth metatarsal heads. Gouty tophi are present at both first mtp joints and right fifth pip joint. Probable gouty tophus with calcification dorsal to the left talonavicular joint. Patient had xr foot ap/lat bil. Impression erosions of gout at the pip of the right small finger and probably both the second and fifth metatarsal heads. Gouty tophi are present at both first mtp joints and right fifth pip joint. Probable gouty tophus with calcification dorsal to the left talonavicular joint. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) -2012: patient had CT abd pel w contrast. Impression: bilateral renal stones and bladder stone. Hiatal hernia. No definite evidence of metastatic disease. Patient had nm bone scan wb. Impression: 1. Uptake in the cervical and lumbosacral spine favor representing degenerative changes. There is no compelling evidence to suggest skeletal metastases. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient¿s CT scan was completed for target localization and planning. (B)(6) 2012: patient came for a follow-up visit (B)(6) 2012: patient came for a follow-up visit (B)(6) 2012: patient came for a follow-up visit (B)(6) 2012: patient came for a follow-up visit (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2012: radiation oncology completion note : date of simulation: (B)(6) 2012 dates of treatment: (B)(6) 2012 - (B)(6) 2012 delivered dose: 7800 cgy in 39 fx of 200 cgy/fx were delivered with 15 mv photons via 7 fields prescribed to the 98% isodose line. (B)(6) 2012: patient came for a follow-up visit. (B)(6) 2013: patient came for a follow-up visit. (B)(6) 2013: patient had a colonoscopy. Impression: - two benign appearing small polyps in the rectum. Resected and retrieved. (B)(6) 2013: patient came for a follow-up visit. (B)(6) 2013: patient came for a follow-up visit. (B)(6) 2013: patient came for a follow-up visit. (B)(6) 2013: patient came for a follow-up visit. (B)(6) 2014: patient had MRI lumbar spine wo contrast. Impression:1. Postsurgical l2 laminectomy decompression without complication.2. Persistent deformity of thecal sac at l2-3.3. Significant centralcanal stenosis at l3-4 and l4-5.4. Multilevel significant neural foramina narrowing.5. There is no evidence for any acute pathology within lumbar spine. (B)(6) 2014: patient had xr lumbar ap/lat/l5s1. Result: counting reference: lumbosacral junction. For the purposes of this report, l5-s1 is considered the last lumbar-type disc space and l4-5 is considered the level of the iliac crest.ap, lateral and cone-down radiographs of the lumbosacral spine demonstrate scoliotic curvature and multilevel degenerative change with vertebral body osteophytosis. There is intervertebral disc space narrowing at all lumbar levels but relatively less at l3-4 and l4-5. There is hypertrophic facet change at the lower 3 levels.there is a 2-3 mm retrolisthesis of l2 on l3 and a 1-2 mm retrolisthesis of l3 on l4. Findings likely degenerative. There is vacuum disc phenomena at l2-3. There are no compression fractures and alignment is well maintained. The soft tissues are unremarkable. Patient had xr cervical ap/lat/obl. Result: 4 views of the cervical spine demonstrate multilevel degenerative change with vertebral body osteophytosis and disc space narrowing, greatest at c4-5, c5-6 and c6-7. There is a 1-2 mm anterior subluxation of c4 with respect to c5 and c7 with respect to t1. Intact spinolaminal line suggests chronic etiology. Flexion and extension views would be necessary to evaluate for instability. Oblique views demonstrate moderate foraminal narrowing due to osteophytosis at c4-5, c5-6, c6-7 and c7-t1 bilaterally. There are no vertebral body compression deformities and alignment is otherwise well maintained. The atlantoaxial interval and craniocervical junction are intact. There is no prevertebral soft tissue abnormality. 05-feb-2014: patient had MRI lumbar spine wo contrast. Impression:1. Postsurgical l2 laminectomy decompressionwithout complication.2. Persistent deformity of thecal sac at l2-3.3. Significant central canal stenosis at l3-4 and l4-5.4. Multilevel significant neural foramina narrowing.5. There is no evidence for any acute pathology within lumbar spine. (B)(6) 2014: patient had MRI cervical spine wo contrast. Impression:1. Severe central stenosis c4-5, with total effacement of csf, prominent distortion of the cord, and cord signal abnormality. Secondary to prominent posterior disc osteophyte, and thickening of posterior ligaments2.foraminal narrowing greatest at moderate-severe right c4-5, followed by moderate left c4-5. Other lesser changes as above3. Edematous degenerative endplate change at c5-6 and c6-7. (B)(6) 2014: patient came for a follow-up visit. Patient had us kidney. Impression: negative exam. Although no definite stones are identified medullary echoes are quite echogenic which could obscure evaluation for stones. Patient had xr abdomen kub supine. Impression: findings suspicious for a stone in the upper pole right kidney. (B)(6) 2014: patient came for a follow-up visit. (B)(6) 2014: patient had a xr cervical ap/lat. Impression: anterior fusion at c4-c7. Proud appearance of a c7 anterior screw. (B)(6) 2014: patient had a pre-operative medical consultation. Patient had a xr chest ap/lat (aka cxr). Results and impression-1. Lines, tubes, and devices: n/a2. Lungs and pleura: small hiatal hernia is present. A small, calcified granuloma is identified in the right upper lobe. Lungs are otherwise clear of focal consolidation. No pleural effusion or pneumothorax is noted.3. Cardio mediastinal silhouette: the cardiac silhouette is within normal limits. The ascending thoracic aorta is mildly prominent.4. Other: there are degenerative changes in the thoracic spine. (B)(6)2014: operations performed during hospitalization: c4-05, c5-c6, and c6-c7 acdf. Hospital course: the patient tolerated the procedure well and was admitted initially to the post anesthesia care unit. The patient r emained neurologically intact throughout hospitalization. The patient did not have any drain placement during the or case and q.2 hour neck circumferences were stable. The patient was seen by physical therapy and occupational therapy, who skilled the patient for home with outpatient physical therapy. The patient was doing well on postoperative day #2 and the patient was discharged home with further instructions including discharge medications, activity level, wound care, follow-up appointments listed in the discharge instructions in epic. Operative procedure: after general endotracheal anesthesia was induced, the patient was placed in the supine position. The anterior cervical region was prepped and draped in the usual sterile fashion. A transverse incision was made at the level of the cricoid cartilage. Sharp dissection was carried down to the level of the anterior cervical spine and an intraoperative localization film confirmed the appropriate levels. Diskectomies were then performed at c4-5, c5-6, and c6-7. The posterior longitudinal ligament and ventral epidural osteophytes were removed at each of these 3 disk space levels. A thorough decompression of the neural elements was achieved. Three structural allograft bone dowels were then cut to the appropriate size in rectangular shape and placed into the c4-5, c5-6, and c6-7 interspaces for arthrodesis purposes. An anterior cervical plate was then secured to c4, c5, c6, and c7 with 15-mm screws. Hemostasis was achieved. The wound was thoroughly irrigated until clear and closed in usual 3-layer fashion. The patient was then extubated and taken to recovery room in satisfactory condition. (B)(6) 2014: patient had a xr cervical ap/lat. Impression: unchanged exam. Cervical fusion from c4-6. Proud appearance of a c7 anterior screw. (B)(6) 2014: patient had a xr cervical ap/lat. Impression: anterior displacement of the remaining c7 fixation screw, not significantly changed. (B)(6) 2014: patient had a pre-operative medical consultation. (B)(6) 2014: the patient had a surgery for removal of anterior cervical screw. Operative procedure: after general endotracheal anesthesia was induced, the patient was placed into the supine position. The anterior cervical region was prepped and draped in the usual sterile fashion. The patient's previous transverse incision in the anterior cervical region was reopened. Dissection was carried down to the level of the anterior cervical spine. The right c7 anterior cervical screw was noted to be backed out approximately 4-5 mm. The screw was removed. The screw hole was filled with bone wax. Hemostasis was achieved. The wound was thoroughly irrigated until clear and closed in usual 3-layer fashion. The patient was then extubated and taken to recovery room in satisfactory condition. (B)(6) 2014: patient was discharged. (B)(6) 2014: patient had a xr cervical ap/lat. Impression:no change in postsurgical appearance. Anterior displacement of the left c7 fixation screw. (B)(6) 2014: patient had xr abdomen kub supine. Impression: findings suspicious for a stone in the upper pole right kidney. Patient had us kidney. Impression: negative exam. Although no definite stones are identified medullary echoes are quite echogenic which could obscure evaluation for stones (B)(6) 2015: patient came to hospital for a follow-up visit for prostate cancer. Right prostate, needle biopsies (s11-3750 1; (B)(6) 2011) - adenocarcinoma of the prostate, gleason score 4+3=7, involving eight of eight cores (100%, 10%, 25%, 50%, 50%, 90%, 15%, and 90% of the length of each core and measuring 8 mm, <(><<)>1mm, 3 mm, 4 mm, 8 mm, 3 mm, 7 mm, and 2mm.) Perineural invasion is identified. 2. Left prostate, needle biopsies (s11-3750 2) - adenocarcinoma of the prostate, gleason score 3+3=6, involving 5% of the length of one of seven fragmented cores and measuring <(><<)>1mm. (B)(6) 2015: patient had xr cervical ap/lat. Impression:no change in postsurgical appearance. Anterior displacement of the left c7 fixation screw. (B)(6) 2015: patient called regarding the possession of the screw removed from his neck. Hospital informed the patient that the screw was discarded at the time of surgery. (B)(6) 2015: patient had a xr elbow ap/lat 3views lt. Impression: soft tissue fullness is present in the region of the olecranon bursa without air or mineralization. No osseous or articular abnormality. Patient had a xr hand pa/lat rt. Impression: ulna lunate abutment, gout, calcium pyrophosphate deposition disease and arthrosis (B)(6) 2015: patient came to hospital. X-ray show posttraumatic arthritic changes with chronic dislocated pip joint of the little fi nger. Elbow films of the left elbow are negative (B)(6) 2015: patient came for prostate cancer - follow-up. (B)(6) 2015: patient came to hospital for pre admission tests. (B)(6) 2015: patient had an excision of gouty mass lt elbow. Preoperative diagnosis(es): mass of the left olecranon area of the elbow. Postoperative diagnosis(es): gouty tophus of the left olecranon. Name of operation: 1.) Excision of mass. 2.) Olecranon bursectomy. Procedure: patient was brought to operating room, laid supine on the operating table. General anesthesia was administered by the anesthesia department without complication. Patient was rotated to a 45 degree angle with the right side down decubitus position with the left arm prepped and draped in the usual sterile fashion. Incision start time was 1227, completion time 1247. The left arm was prepped and draped in the usual sterile fashion. It was then elevated and exsanguinated with an esmarch bandage with the tourniquet elevated to 250 mmhg. A longitudinal incision was based slightly lateral to the medial line longitudinally in the recent olecranon fossa. Utilizing a sharp mayo scissors, the mass was isolated from surrounding tissue and was excised and sent for pathologic evaluation. It did appear to be consistent with a gouty tophus. Next, an olecranon bursectomy was performed and any remaining gouty tophus was removed with a rongeur. The area was copiously lavaged. Skin was closed using absorbable subcutaneous suture followed by staples. A bulky sterile compressive dressing was applied. Patient was taken from the operating to recovery room in awake and stable condition. There were no complications. The primary surgeon performed the entire procedure with the 1st assistant helping with wound closure, dressing application and protecting the neurovascular structures. (B)(6) 2015: patient came for a follow-up visit. (B)(6) 2015: patient came for a follow-up visit. (B)(6) 2015: patient came for a follow-up visit. (B)(6) 2016: patient had a xr cervical ap/lat/obl. Impression: no acute radiographic abnormality/significant interval change. Stable nonacute findings, as described above (B)(6) 2016: patient came for a follow-up visit. (B)(6) 2016: patient came for a follow-up visit. (B)(6) 2017: patient came for a follow-up visit. (B)(6) 2018: patient came for a follow-up visit. (B)(6) 2018: patient came for a hospital visit for rectal bleeding. (B)(6) 2019: patient had xr cerv other 4v ap/lat/flx/ext. Impression: again visualized is anterior and interbody fusion extending from c4 to c7. The position of the orthopedic hardware including anteriorly displaced single c7 screw is unchanged. There is no evidence of hardware loosening. The alignment is anatomic and maintained with flexion and extension. C2-c3 and c4-3-4 the disc spaces are maintained. There is no precervical soft tissue swelling. There are degenerative changes in bilateral facet joints greater on the left. There is diffuse demineralization. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient had CT abd/pel w ivcon. Impression: homogeneous sclerotic changes of l3 suspicious for osseous metastasis in this patient with known prostate carcinoma. Otherwise, no acute intra-abdominal or pelvic process. The remainder of the examination is unchanged and noncontributory. (B)(6) 2020: patient had CT pelvis wo IV contrast, CT lumbar wo contrast (B)(6) 2020: patient had CT chest w contrst. (B)(6) 2020: patient had mr lumbar spine w and wo contrast, nm bone scan routine. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient had CT-rt1s10c_pelvis (adult) import. CT scan was completed for target localization. Patient was taking casodex and scheduled to have lupron. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient came for a follow-up visit. The l1-l4 ptv received a total dose of 3000 cgy in 10 fractions at 300 cgy/fraction prescribed to calc pt at 100.0% idl using 15 mv photons with ap/pa technique. (B)(6) 2020: patient came to hospital for accidental overdose of percocet. On reevaluation, patient remained awake and alert with no respiratory distress. Plan is to get a medication pillbox to help prevent taking the wrong medications in the future. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient had xr lumbar motion 4v ap/lat/fiex/ext. Impression: chronic changes with increased anterior wedging of l1 and l2 and inhomogeneous sclerotic density of l3 consistent with osseous neoplasm. No evidence of acute fracture. (B)(6) 2020: patient came for a follow-up visit. (B)(6) 2020: patient had a CT lumbar spine wo ivcon. Impression: low-lying for differences in modality no significant changes since the prior examination. Stable postoperative changes of laminectomies at l4 and l5. Stable sclerotic metastases throughout the lumbosacral spine. The largest metastasis occupies most of the l3 vertebra. No evidence of new compression fracture. There is multilevel severe degenerative disc disease in the upper lumbar spine. No new type iii endplate changes adjacent to l1-l2. Anatomic thoracic/lumbar variant: none. L4-5 is considered the level of the iliac crest and assume there are 5 lumbar-type vertebrae. (B)(6) 2020: patient had xr scoliosis 2v pa stand/lat. Findings: for the purposes of this dictation the iliac crests are at the l4-5 level. Right-sided convex curvature of the lumbar spine measuring approximately 16.8 degrees as measured from the inferior endplate of l4 to the superior endplate of l1. Left-sided convex curvature of the thoracic spine as measured from the inferior endplate of t11 to the superior endplate of t6. Intervertebral disc space narrowing and endplate osteophyte formation at multiple levels in the imaged thoracic and lumbar spine. Mild anterior compression fracture of the l1 vertebral body. L3 sclerotic ivory vertebral body. Related to patient's known metastatic disease. Additional metastasis is seen in the inferior endplate of t11. Metastases are also seen within the right iliac bone and left femur. Right-sided eighth posterior rib metastasis versus lung nodule. (B)(6) 2020: patient had a lumbar spine MRI. Impression: scattered bony metastases, most extensive which is noted at the l3 level. Suspicion of slight interval improvement of bony metastases at l3 and l4. Postop changes following extensive dorsal decompression procedure. Developmental lumbar canal or foraminal stenosis with superimposed degenerative changes with severe canal stenosis at l3-4. Interval progression of canal stenosis at l5-s1 by enlarging synovial cyst. Multilevel bony foramina! Narrowing as detailed above. Anatomic thoracic/lumbar variant: none. L4-5 is considered the level of the iliac crest and assume there are 5 lumbar-type vertebrae. (B)(6) 2020: patient had a telephonic follow-up. (B)(6) 2020: patient placed an order for colonoscopy. (B)(6) 2021: patient called the hospital to inform that the sciatica nerve pain is gone and the patient is improving. (B)(6) 2021: patient came for a follow-up visit. (B)(6) 2021: patient came for a follow-up visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, the patient underwent an anterior cervical diskectomy with interbody arthrodesis c4-5, c5-6 and c6-7 with the use of structural allograft and use of anterior cervical plate fixation. On or about (B)(6) 2015, it was noted that the left sided surgical screw at c7 was also anteriorly displaced approximately 8 millimeters. An additional surgery has not been scheduled to remove that screw at the present time. The patient has a failed screw in his body causing him pain, great anxiety and concern.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2014: patient underwent x-ray cervical ap/lat. Impression: anterior fusion at c4-7. Proud appearance of a c7 anterior screw. (B)(6) 2016: patient underwent x-ray of cervical region ap/lat views. Impression: anterior plate and screw fusion of c4 through c6. Corpectomy and bone graft from c4 through c6 with signs of early osseous fusion. One of the c7 screws has back out approx. 7mm from the plate. (B)(6) 2014, (B)(6) 2015: patient underwent frontal and lateral views of the cervical spine. Impression: anterior displacement of the remaining c7 fixation screw.